Event description:
It was reported that the wake button was not working. Customer's blood glucose was 216 mg/dl. The pump was replaced to address the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.